Manufacturer narrative:
Additional information was received that the malfunction was with a gas module. There was no malfunction involving the anesthesia device. H3 other text: additional information was received that the malfunction was with a gas module. There was no malfunction involving the anesthesia device.

Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs wuxi no. 19 changjiang road national hi-tech dev. Zone: china wuxi jiangsu, 214028.

Event description:
It was reported that there was a malfunction resulting in high o2 delivery. There was no patient involvement.